Manufacturer narrative:
The t:slim x2 user guide states, ¿the transmitter battery will last at least 90 days.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the transmitter had been in use longer than 3 months. No additional patient or event information was available. Tandem technical support customer was instructed to use a new transmitter.